Manufacturer narrative:
(B)(4). Batch # n56081. Additional information was requested and the following was obtained: did any pieces fall into the patient? If yes, were they retrieved? No, none of the pieces fell in to the patient. Will all pieces be returned with the device? If no, were they discarded? As far as I can see all pieces have been returned. However, the device had already been wrapped it is difficult to see for sure if the broken firing trigger has been included. The analysis results showed that the cs40g device was received with the closing trigger broken and in the opened position, otherwise in good visual condition. The device was received with a reload present. The reload was received with staples, with the washer uncut, the drivers partially advanced and with the knife recess below the cartridge deck. This condition is consistent with the device being partially activated. As a result of the partial firing the lockout was engaged when the device was reopened. Do not fire the instrument unless the closure trigger is properly latched against the handle. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. Please reference instructions for use for additional information. The reload lockout was not engaged; this is correct since reload still had staples. The ledge of the lockout showed no indentations. The device was tested for functionality with the returned reload and using a screw driver as a closing lever. The device fired, cut and formed the staples as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The damage to the closing trigger may have been due to the force applied to the trigger while trying to close the device over an excess of tissue. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the surgeon stated the handle on the device broke when trying to fire the gun. The patient sustained no injuries and another stapler was opened and used successfully. There were no adverse consequences for the patient.